Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, chills, and infection (unspecified). The cause of the event was not reported. It was reported the patient was admitted for the event. The patient was treated with vancomycin injection (1gm, once in 5 days) and amikacin injection (100mg, intraperitoneal, daily). Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was also manifested by cloudy pd effluent, constipation and body shivering. A day prior to the peritonitis diagnosis, the patient was hospitalized. Additionally, the patient was given fluconazole tablets (150mg daily orally), pantoprazole sodium sesquihydrate (40mg, oral, twice a day), and ciprofloxacin (500mg, oral, twice a day) for peritonitis. It was reported that the patient was given lactulose syrup (15 ml, oral, hour of sleep) for constipation. On an unknown date, it was reported that vancomycin, amikacin, fluconazole, pantoprazole, ciprofloxacin and lactulose were discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from peritonitis, cloudy pd effluent, constipation, fever, abdominal pain and body shivering. Pd therapy was ongoing. It was reported that retraining was done for the patient and the caregiver. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.